Event description:
The customer alleged they received questionable total protein urine/csf gen.3 (tpuc) results for one patient on their c501 analyzer. The patient's urine sample was initially tested undiluted and the result was 12 mg/dl. The initial result was reported outside the laboratory, but the physician questioned the result. The patient's sample was then diluted and the result was 14804 mg/dl. It was not confirmed whether the second result was reported to the physician. The customer also provided results from undiluted samples of 13.2 mg/dl and 13.2 mg/dl. It was assumed the results were from the same samples, but not confirmed. There were no adverse events. The tpuc reagent lot number was 683083 and the expiration date was 07/30/2014.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
An investigation of the reaction kinetics indicated the sample had a very high turbidity. The very high protein content in the sample interferes with the analyzer's ability to correctly interpret the concentration. This limitation is stated in the package insert.